Event description:
This lead was extracted due to high thresholds. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed a damaged insulation at a distance of some 24 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The cuttings in the insulation occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.